Event description:
It was reported to covidien on (B)(6) 2009 that a customer had an issue with a trellis device. The customer reported the dispersion wire fractured; this was noticed immediately upon the wire removal from the pt following two successful runs. The broken wire portion was located under fluoroscopy in the right popliteal region and was removed via a small share device using the contralateral approach. Once snared, the wire portion was removed. No pt injury.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the device will be forwarded.